Manufacturer narrative:
Additional information: patient demographics provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the navigation system was restarted without resolution during the procedure. There was a reported delay to the procedure of about ten minutes due to the reported issue. It was reported that the issue occurred in a functional endoscopic sinus surgery (fess), s, t and a polyp removal procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation instrument being used for a procedure. The rep indicated the first tracker wire was not even coming up on the screen. The rep indicated that they tried several times to get the tracker to work and tried plugging it into different ports. A different tracker was used to complete the procedure. There was no reported change in patient outcome or delay in procedure.